Manufacturer narrative:
Additional information: d4 lot #, d4 expiration date, d4 unique identifier one (1) sample was received for evaluation. A visual inspection with the naked eye noted a crack in the mouth of the minicap, the side through which the minicap is connected to the catheter. The crack goes through the wall of the minicap. The reported issue was verified. The cause of the condition was determined to be manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap was cracked. This issue was observed while using the device during peritoneal dialysis (pd) therapy. There were no issues observed with the minicap at the time of initially connecting to the transfer set; however, when disconnecting the minicap, it was observed that the plastic of the cap was cracked under the threads where the patient connected. There was no leaking observed; however, the patient could see the iodine from the minicap. There was no patient injury or medical intervention associated with this event. No additional information is available.